Manufacturer narrative:
An event of device explant due to aortic stenosis and insufficiency was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 21 mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to aortic stenosis and insufficiency. A competitor's edwards intuity size 21 was successfully implanted. The patient is stable.